Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ob-gyn surgery on (B)(6) 2022 and suture was used. During the procedure, the suture became detached from the needle during interrupted suturing on the fascia (instrument tie). It was not a control release needle. There were no patient consequences reported.